Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the there was a knot on the catheter when the catheter was removed on the 7th day of use.

Manufacturer narrative:
The reported event was confirmed. The evaluation was found that the catheter had a knot on the distal part of the catheter. How and when event occurred could not be determine. A potential root cause for this failure mode is user related/ operator's error that fail to segregate and scrap the defect instead put together in good product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladders and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the there was a knot on the catheter when the catheter was removed on the 7th day of use.